Event description:
Navilyst excela power PICC lot # 4095656 compromised due to leak at area of luminal bifurcation. Posing an infection risk to the pt. Our pt was subjected to 3 separate PICC insertions to replace damaged piccs.